Event description:
Medtronic received a report that during the pipeline flex flow-diverting stent (ped) implantation procedure, significant resistance was encountered at the distal end of the phenom 27 microcatheter and device delivery was impeded. After one delivery attempt, the tip end of the ped did not open, and significant resistance was again encountered during resheathing. To ensure procedural safety, the microcatheter was replaced after one retrieval. The procedure was then completed successfully and the ped was not damaged. No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of a basilar artery tip aneurysm. It was noted the patient's vessel tortuosity was minimal. Femoral artery access vessel diameter was 5.9 mm. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU).

Manufacturer narrative:
Continuation of d10: phenom 27 microcatheter product ID: fg15150-0615-1s (232476589); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.